Event description:
Both her ms3 pumps have had several errors over the last 4-5 months in regards to loading such as trouble loading the syringe, or error stating that the syringe needs to be loaded when pump is already running sn - (B)(4). Reported to (B)(6).